Manufacturer narrative:
Other, other text: device evaluation summary: one smiths medical cadd legacy plus pump was returned for analysis. Review of device history log was not available. Functional testing was performed. Customer reported issue was able to be duplicated. Problem source could not be identified.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy plus pump exhibited constant key released message. No patient was involved in this event. No adverse effects were reported.